Manufacturer narrative:
Technician found nothing wrong with unit. Performed inservice for account. Unit operating properly.

Event description:
Complaint alleged that the head would not go up at all. No injury reported.